Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/21/2013 to the present date 10/31/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was for motor stall. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was for motor stall. No patient involvement was noted.